Manufacturer narrative:
One device was for evaluation. The reported problem was confirmed. Functional testing also revealed fluid ingression on downstream occlusion (dso) sensor due to damage to the dso seal. The power button and dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device was not powering on. The event occurred before infusion, and it did not complete the test. There was no patient involvement.